Event description:
Litigation papers alleged: the acetabular cup eventually detached, disconnected, created metalic debris, and/or loosened from patients acetabulm, caused bone erosion nd hip displacement, caused elevated blood metal levels and inhibited the patients ability to walk. Doi: (B)(6) 2006 left hip. Dor: none reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified date if implantation and date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.